Manufacturer narrative:
Additional information: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient passed away while connected to an amia device. The event occurred during an unknown process step. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified date "a couple months back". Should additional relevant information become available, a supplemental report will be submitted.